Manufacturer narrative:
(B)(4). Surgical intervention. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: product code and lot# ? Product code was sxpp1a400 lot number lcm705 was there any additional surgery or any medical/surgical intervention? The surgeon had to take the patient back to theatre to close the wound again using pds loop. How is the patient today? The patient is recovering well.

Event description:
It was reported that a patient a surgical procedure on the knee on an unknown date and a barbed suture was used. Following the procedure, the patient had a fall and a medial retinaculum tear was diagnosed. The patient underwent another procedure and it was noticed that the barbed suture was not continuous but with some breakages in suture line. The wound was closed again using a different type suture. The surgeon opined that this was not expected 3 days post-primary procedure. The patient is recovering well.

Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested and the following was obtained: what was the date of the initial procedure? 24/10/17, what was the name of the initial procedure? Total knee arthroplasty, what tissue was the stratafix suture used on? Joint capsule and subcutaneous fat what was the condition of the tissue where suture was used (normal, diseased, weakened)? Normal, how long after initial procedure did breakage occur? Three days, what was the date of the second procedure? (B)(6) 2017, was the suture found broken, can you identify where (termination, middle, end)? Suture, was broken from the top of the suture line to the middle, was the suture intact and pulled through the tissue? No the suture was broken.